Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had a lead warning and that the lead polarity switched to unipolar. It was also indicated that the lead's impedance has been trending in the 200-300 ohm range for some time. The lead remains in use. No patient complications have been reported as a result of this event.